Event description:
Caller reported a malfunction on the pump, specifically indicating a malfunction 12 code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller received assistance from technical support to reset the pump, but the issue recurred. Consequently, technical support decided to replace the pump. The caller will use multiple daily injections as backup therapy. A replacement pump with updated software was sent, and the customer was provided with instructions for storage mode and pump return procedures. The caller understood and acknowledged all instructions and next steps.